Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She indicated that when she is unable to rewind pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was attempted for the motor error however; pump was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple motor error alarms during rewind due to corroded motor home switch noted. Unable to perform displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests due to motor error alarms however; the motor was tested outside of the device and passed. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.